Manufacturer narrative:
During investigation, a long transparent piece of foreign material was noted to exit the distal tip of the returned sheath. Further investigation determined the foreign material was a portion of the jacket liner from the interior of the sheath. The cause of the damage to the jacket liner remains unknown. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
Following a procedure, skiving was noted. After the introducer was removed from the patient for hemostasis, it was noted the coating inside the introducer coming out from the tip. There were no adverse consequences to the patient.